Event description:
The dealer states that he just installed the replacement front riggins the day before. The end user called the dealer to state that they went for a walk and the left side leg rest fell apart at the c clamp and it is missing from the parts they were able to pick up from the ground. The end user states that they were just walking along and felt the left leg rest starting to move, and the care giver had to catch the end users leg to avoid it hitting the ground. The dealer found that the whole cam/leg rest came apart.